Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified anatomy. A 15mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in vertically separated form at 4 atm for 5 seconds. The rupture was visually observed near the center. The device was removed without problem using the normal method. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the hypotube shaft profile had no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak just above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit, and the balloon was observed to have a pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified anatomy. A 15mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in vertically separated form at 4 atm for 5 seconds. The rupture was visually observed near the center. The device was removed without problem using the normal method. The procedure was completed with another of the same device. No patient complications reported.